Event description:
Patient procedure: laparoscopic cholecystectomy. Reportedly, the patient sustained a burn injury. The generator set up for foot control to laparoscopic cautery hook and hand control to valleylabs cautery pencil. The pencil self-activated when the foot control was activated. The pencil had been placed on the patient abdomen. The self-activation caused a burn that was black in color and the length and width of the cautery tip. The burn was treated with bacitracin and dressings. The generator was checked by engineering and there was nothing wrong with it.